Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a heat rash under the electrodes. The patient's physician advised the patient to remove the lifevest to allow the rash to breathe. The patient also applied a cream and lotion to the rash. Follow-up indicated that after using the cream, the rash had improved.